Event description:
Info received indicates the head and head hi/low function are drifting.

Manufacturer narrative:
The technician found the hydraulic fluid was dirty and the manifold was contaminated. The technician replaced the hydraulic manifold to repair the bed.